Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was in use for approximately 4-5 days. Tandem's technical support educated customer on cartridge/insulin labeling. Customer loaded a new cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 134 mg/dl.